Event description:
It was reported that the patient has severe pain. Knee pops, cracks, and does not "bend straight."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding instability and reduced rom involving an unknown insert was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the follow up notes confirm the reported event. However, the provided information was reviewed by a consulting clinician, deeming it insufficient for a full evaluation. Device history review: review could not be performed as the device was not properly identified. Complaint history review: review could not be performed as the device was not properly identified. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened. The following product was added to the complaint after the initial medwatch was submitted. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Cat. No.: 5520b500, triathlon prim cem fxd bplt #5, lot code: s4nep; cat. No.: 5510f501, triathlon cr fem comp #5 l-cem, lot code: s4fpm; cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: jl0t.

Event description:
It was reported that the patient has severe pain. Knee pops, cracks, and does not "bend straight."